Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6)2017 with blood glucose of 20 mg/dl at the time of the incident. The customer did not offer further information as they need to make changes with their health care professional. It is unclear if the customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer also called about experiencing high blood glucose and pump upload issues. The insulin pump will not be returned for analysis.